Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead for short v-v intervals and noise stored on the electrograms. The lead was turned off and was subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).